Event description:
It was reported to philips that the heartstart xl defibrillator therapy selector was not exactly at higher energies on the corresponding energy level. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.